Event description:
The initial reporter received questionable ise indirect na, k, and ci for gen.2 results from one patient sample tested on the cobas 8000 cobas ise module (double). The reporter stated they also had ion-selective electrode (ise) voltage errors in the ise calibrations. The initial results from ise 1 were reported outside the laboratory. The anion gap calculation was questioned prompting the rerun of the patient sample on the module's ise 2. The initial na result from ise 1 was 160 mmol/l. The repeat result from ise 2 was 139 mmol/l. The initial k result from ise 1 was 5.7 mmol/l. The repeat result from ise 2 was 4.3 mmol/l. The initial cl from ise 1 result was 86 mmol/l. The repeat result from ise 2 was 102 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
The electrode lot numbers and their expiration dates were requested but not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) inspected the module and found the sipper nozzle had a clot. He then cleaned the nozzle using a cleaning wire. He also cleaned the dilution vessel which he found to be dirty and cleaned the vacuum nozzle as well. He also checked the gear pump head (gph) pressure. He determined the issue was resolved. The customer performed calibrations, qcs and compared patient results from their other line; the results were acceptable. The investigation reviewed the calibration data; there were no alarms on the 29-jan-2024 calibration but multiple alarms on the (B)(6) 2024 calibration. The investigation reviewed the qc data; the results were within specifications. There was no indication of a performance issue with the reagent. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.